Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose continued to elevate to 444 mg/dl even after bolus delivery. Troubleshooting was performed for absence of no delivery alarm and insulin pump failed high pressure test. It was then discovered that there was an air bubble in the infusion set. Customer was advised to complete high pressure test and to call back with results.